Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification records could be reviewed. The omnipod user guide warns the user that test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia) and to follow healthcare provider treatment advice when test results are above 13.9 mmol/l [250 mg/dl] and advises the user that to avoid hyperglycemia (high blood glucose) check blood glucose at least 4-6 times a day (upon waking, before each meal, and before going to bed).

Event description:
The customer reported that she was hospitalized at one point in time for high blood glucose levels. No dates or treatment details were provided.